Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for right ventricular (rv) lead revision. It was noted that the rv lead exhibited low pacing impedance, intermittent over-sensing and failure to capture. The rv lead was capped and replaced on (B)(6) 2025. There were no patient consequences.